Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had adaptive stimulation (as) and their therapy was not changing with their positions and they didn¿t feel stimulation in their left leg since last week ((B)(6) 2017). The patient stated it stopped working in their left leg, started working again and then it went away. They stated that they had to turn their stimulation off last night because they couldn¿t get the stimulation in their right leg ((B)(6) 2017). It was reported that the patient makes changes to their stimulation frequently, so they were not sure which group of voltages they were on. The patient turned their stimulation back on because they had turned it off and it was verified that it was then on and the as group was on as well, as the patient stated that they saw the as icon in the upper left corner. It was reported that the patient programmer did not display the correct position and the patient did not see any text or icons signifying that as was programmed for group a. The patient was not sure if they were always on group a, so patient services helped them try group b. The patient reported seeing the ¿a¿ icon next to group b and they saw a plug like a ¿headphone jack¿ next to the staircase. It was reviewed to test the device in other positions, but the patient programmer did not show the correct positions. It was reported that the patient was standing on the call so they sat down, but nothing changed. The patient tried group c where they said that they felt stimulation in their right leg again, but still nothing in their left leg. The patient increased program one from 2.4v to 3.2v where they barely felt stimulation. The patient stated that that was much higher than where she usually sets it at. Help was offered to the patient to reset to their clinician settings, but the patient declined since they said that they had made many changes since they were last programmed. The patient was redirected to follow-up with their healthcare provider if their issues did not resolve. It was documented that after the call patient services realized that the patient was likely in icon mode, which is why they only l saw the ¿a¿ on group b and the ¿headphone jack¿ picture was likely a stick figure of a person. They tried calling the patient back multiple times and left a message. It was reported that they believed the patient needed to change to text mode, be set to group b, and then increase program 1 to feel stimulation in their left leg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.